Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The initial transeptal puncture (tsp) using the versacross connect was not successful and was noted to maybe not have not been on the true septum. The physician had attempted to cross, failed, then crossed in proper spot. The wds was then advanced, deployed and released in the laa. After implant, a circumferential pericardial effusion was noted around the heart. A pericardial tap was completed to treat the effusion removing around 500-750ml of dark red fluid which was transfused back to the patient. The physician suspected the cause of the effusion was from the first transseptal attempt. There were no other patient complications.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The initial transeptal puncture (tsp) using the versacross connect was not successful and was noted to maybe not have not been on the true septum. The physician had attempted to cross, failed, then crossed in proper spot. The wds was then advanced, deployed and released in the laa. After implant, a circumferential pericardial effusion was noted around the heart. A pericardial tap was completed to treat the effusion removing around 500-750ml of dark red fluid which was transfused back to the patient. The physician suspected the cause of the effusion was from the first transseptal attempt. There were no other patient complications.